Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. After multiple attempts no additional information was provided by the initial reporter / reporting entity.

Event description:
It was reported that smoke occurred from a joint with a cable when bipolar forceps were being used by a surgeon during a surgical procedure. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event that smoke occurred from a joint with a cable could not be confirmed based only on the determined damages. The visual inspection revealed strong marks of usages at the general outer state of the bipolar forceps indicating an inappropriate cleaning and/or maintenance process. The melted metal groove visible on the surface of the connecting-end revealed a short circuit of the bipolar forceps. Black marks around the melted area indicated high temperature caused by the short circuit. Furthermore, it was determined that the insulation at the branch is cracked due to an inappropriate cleaning and/or maintenance process, which normally prohibits a use of the bipolar forceps. Based on the investigation the root cause of the short circuit could not be attributed to a user related issue for certain. Nevertheless, the additional determined observations (cracked insulation at the branch, strong marks of usage at the general outer state) are indicating a user related handling issue. Potentially the bipolar adapter, which was not returned, was not disassembled during previous cleaning and/or maintenance procedures. Remaining residues and/or fluid could have, therefore, stayed in the bipolar adapter and finally caused the short circuit when power was applied onto the bipolar forceps. Indications for design, material, and manufacturing related failures were not found in the investigation. Therefore, no corrective and/or preventive action is deemed necessary at this moment.

Event description:
It was reported that smoke occurred from a joint with a cable when bipolar forceps were being used by a surgeon during a surgical procedure. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.